Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no damages to the polymer extrusion however a build-up of hardened medium was evident in the polymer extrusion lumen. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 18x2.75mm stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. Predilation was performed using a 2.5x14mm balloon catheter. A 2.75x20mm promus element¿ plus drug-eluting stent was advanced for the treatment of lesion, but unable to cross. During removal, it was noted that the stent was damage. The procedure was completed with a different device and post dilation was performed using a 25x9mm non-complaint balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 18x2.75mm stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. Predilation was performed using a 2.5x14mm balloon catheter. A 2.75x20mm promus element plus drug-eluting stent was advanced for the treatment of lesion, but unable to cross. During removal, it was noted that the stent was damage. The procedure was completed with a different device and post dilation was performed using a 25x9mm non-complaint balloon. No patient complications were reported and the patient's status was stable.